Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). (B)(4).

Event description:
From the journal article, it was found that one patient was implanted with ncb plate and underwent revision due to instability. Journal article: d. Eschbach. One year after proximal or distal periprosthetic fracture of the femur -two conditions with divergent outcomes?.injury, int. J. Care injured 49 (2018) 1176¿1182.

Manufacturer narrative:
Device history records (DHR): the DHR check could not be performed as the lot number was not available. No trend analysis could be performed as no item numbers are available. Event summary: it is reported that 1 out of 73 periprosthetic fractured patients in the journal article underwent knee arthroplasty revision due to instability 9 months after the ostoesynthesis. The osteosynthesis took place between feb 2008 to feb 2016, a ncb-pp or ncb-df were used. Review of received data journal article: the aim of this study is analyse differences in outcome, complication and chances of restore pre-fracture mobility of periprosthetic femur fracture around total knee arthroplasty (pftka) and total hip arthroplasty (pftha) treated with same surgical technique. 73 patients who had periprothetic fracture treated using mini-open techniqe or minimally invasive approach between feb 2008 and feb 2016 are included in this study. Two kinds of plates were used, the periprosthetic non-contacting bridging plate (ncb-pp) and the distal femur non-contacting bridging plate (ncb-df). At least 4 locking screws (with 8 cortices) in diaphyseal and metaphyseal areas were used. More scews were added when only 1 cortex were fixed with screw. Surgical revision was reqiured for 8 out of 37 patient in pftka group and 4 out of 36 patient in pftha required surgical revision. One case of instability 9 months after osteosynthesis, knee arthroplasty was revised. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check could not be performed as the ref/lot number, plate type and the combined device (screws/cables) are unknown. Root cause determination using rmw: unstable osteosynthesis due to inadequate implant stiffness not possible, as a systematic issue with design and material properties of plate stiffness would have been detected as part of the issue evaluation assessment. Unstable osteosynthesis due to user choose a wrong angular direction for the screw possible, as no sufficient information to exclude this cause. Unstable osteosynthesis due to users define incorrect placement of the plate possible, as no sufficient information to exclude this cause. Unstable osteosynthesis due to user is placing the cables improperly possible, as no sufficient information to exclude this cause. Root cause determination using rmw: unstable osteosynthesis due to inadequate plate stiffness not possible, as a systematic issue with design and material properties of plate stiffness would have been detected as part of the issue evaluation assessment. Unstable osteosynthesis due to user is placing the cables improperly possible, as no sufficient information to exclude this cause. Conclusion summary: it was reported that a periprosthetic fractured patient underwent a knee arthroplasty revision due to instability 9 months after the osteosynthesis in the journal article. However, the article does not include the reference, lot number of the plate or any detail of the event. Neither x-rays, operative notes, office visit notes, devices nor photos of the explanted implants were received; the condition of the plate is unknown. Patient factors that may affect the performance of the components such as bone quality, relevant medical history and adherence to rehabilitation protocol is also unknown. The instability of joint could be caused by the soft tissue tension change associated with the trauma, insufficient bone quality, possible prosthesis loosening and unsuccessful healing of the fracture etc. Despite the patient and surgeon factors, an unstable osteoaynthesis could affect fracture healing process that might favor the joint instability. However, it is unclear if any hardware-related issue had happened that contributed to the revision. Nevertheless, as stated in IFU joint instability is one of the adverse effect of ncb-df plate and this should be considered when implanting the device. In summary, due to the significant lack of information, we were not able to identify a specific root cause for this issue. Should any additional information that changes the assessment become available, the case will re-evaluated. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is cmp-0429791. - attachment: [2018-09-06_journal article.pdf].

Event description:
No change to previously reported event.